Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09549. Follow-up revealed the patient's right s4 lead was repositioned via surgical intervention on (B)(6) 2018. The doctor also implanted two additional leads during the procedure. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09549. It was reported the patient¿s s4 lead had migrated. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.